Event description:
The customer reported via phone call that the insulin pump has been alarming no delivery since march. The customer declined troubleshooting as he stated that the issue was resolved by a complete set change. Blood glucose value is unknown. The customer did not want to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.